Event description:
The field sales associate reported the following: (B)(6) 2012: the pt underwent a procedure using two gore excluder aaa endoprosthesis for treatment of the abdominal aortic aneurysm. The trunk-ipsilateral leg component ((B)(4)/ lot11330914) was deployed on the left, the contralateral leg component ((B)(4)/ lot9731750) was deployed on the right. On (B)(6) 2013: it's reported that the pt's left leg was found to feel cold, the CT images show a kinking on the distal of the trunk-ipsilateral leg component about 14cm. On (B)(6)2013: the ischemic attack of the pt's left leg is in recovery period. No re-intervention action in plan and the physician suggested the continuous medicine treatment and the regular f/u visit.

Manufacturer narrative:
On (B)(6) 2013 the contralateral leg component ((B)(4)/ lot9731750) was implanted together. The review of the mfg paperwork verified that this lot met all pre-release specifications. Images were sent to gore for analysis. Further info will be provided.